Manufacturer narrative:
This is our combined intial and final report on this incident.

Event description:
The customer reported failed patient blood groups when using erypece s abd+rev a1,b on tango optimo, because there was a "gob" in the reverse a1 cells which the tango interpreted as positive. He confirmed that the tango optimo is functioning properly. The customer mentioned that he received the affected product in boxes that were damaged and the plates he received were wet. These conditions should not have a negative impact to the quality of the erytype plates, because they are sealed in a special aluminum foil which is impermeable to water vapor. A negative impact cannot be excluded in case the sealing of the plates was damaged. In order to exclude a damaging of the sealing the customer was encouraged to return the plates for investigation. The customer did not provide the affected plates for investigational testing. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot erytype s abd+rev.a1, b with different donor samples on tango optimo. All positive and negative reactions were correct. We did not see any clumps in the reverse typing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.